Manufacturer narrative:
On case (B)(4), primary svn (B)(6), the customer reported alleged unexpected battery power loss anomaly and failed batt test on (B)(6)2024. On case-(B)(4), svn (B)(6) the customer reported alleged high bgs on (B)(6) 2024. On case-(B)(4), svn (B)(6) the customer was hospitalized for alleged dka/high bgs on (B)(6) 2024. He pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump powered up properly after the test battery was inserted. The pump was monitored for 2 days. No unexpected battery power loss anomaly noted. The test battery was removed and reinserted with no failed batt test alarm noted. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below pertaining to case-(B)(4), svn (B)(6) and case-(B)(4), svn (B)(6) with the same event date 06-jul-2024. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 10:55:00 pm. There was no power data available for the date of (B)(6) 2024. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. However, low battery alert (104) on (B)(6) 2024 18:45:00.000, on (B)(6) 2024 08:46:00.000 and on (B)(6) 2024 15:16:00.000 were expected (not confirmed) due to the customer's battery in the pump is low on power. The replace battery alert/ change battery fault (73) was expected (triggered 9.5 hours after the low battery alert). Off no power was expected due to battery power depleted. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. Battery out limit alarm were expected due to the battery removed for more than 10 minutes. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Unexpected battery power loss not confirmed. Failed batt test not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss and failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue to use the device and mmt-1884 was requested and customer response was the device will be returned.